Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a petal on the insertion tube of two bladder supports was bent causing a scratchy feeling with pain and discomfort after insertion. She was doing fine and did not seek medical attention.